Event description:
It was reported that the patient had multiple rupture of the catheter balloons, looks to be a 16f coude for each visit on (B)(6) 2025 patient had a concern of a manufacturing defect, no concerns with care received. Catheter balloons only inflated to 10ml. Patient code: 4582. Device code: 1310, 1546. Reference reports: mw5176227 and mw5176228.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d: UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had multiple rupture of the catheter balloons, looks to be a 16f coude for each visit on july (B)(6) 2025 patient had a concern of a manufacturing defect, no concerns with care received. Catheter balloons only inflated to 10ml. Patient code: 4582. Device code: 1310, 1546. Reference reports: mw5176227 and mw5176228.